Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The customer opted not to return the components for investigation, therefore, the investigation results are based on the data given. The most feasible reason is the d510 of the generator failed. As a result, the generator detects the failure in the intermediate circuit and prevents further x-ray release to avoid further damages. This defect is indicated by the logfiles but cannot be definitively proven as the parts were not returned for investigation. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. No systematic fault has been discovered and no corrective action is necessary. According to the customer, the system is out of order and will not be repaired. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fa system. During an interventional procedure the user reported that no x-ray was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.